Event description:
A home patient contacted baxter's technical service center regarding a check final line message that appeared on their homechoice machine during the priming cycle of their automated peritoneal dialysis therapy. Per initial report, the home patient connected their transfer set to the patient line of the homechoice machine during the priming cycle. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient.